Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision procedure with a 495cc mentor memoryshape breast implant and suffered an immediate postoperative hematoma. Approximately 3 hours after surgery, the patient presented with rapid swelling in the left breast. She was taken back to surgery where 300cc of blood clot were removed. The implant, which had been soaking in antibiotic solution during aspiration of the hematoma, was then placed back into the patient¿s breast pocket. No further complications were noted. However, mentor breast implants are labeled for single use only, and reuse of the device is contraindicated in the instructions for use. This event occurred in the postoperative period following the event reported under manufacturer¿s report number 1645337-2021-00718.